Manufacturer narrative:
B7: added medical history. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedure: mesh patch repair of incarcerated ventral hernia. Extensive lysis of adhesions. Segmental small bowel resection. Pathologic findings: there was a fascial defect about 7 x 8 cm at the midline incision, perhaps slightly to the right of this. There was a very large amount of omentum and small bowel through this defect, which bulged into several subcutaneous pockets, primarily on the right side but also at least three distinct pockets on the left side of the defect. All of this was covered with a hernia sac. There were the two areas of the small bowel presumably that were entered and exited through the defect, which was very tight, and where the small bowel was actually crimped down and dusky in these locations. These eventually pinked up and where fairly health [sic]. The distal one, however, was also scarred down and had an enterotomy which necessitated its removal. Several portions of omentum also were tangled around all of the small bowel, very adherent, and several portions of omentum were removed as well. Description of procedure: ¿the patient was brought taken [sic] to the operating room and underwent general endotracheal anesthesia. Nasogastric tube and foley catheter were inserted. The abdomen was widely prepped and draped in the usual sterile fashion. A lower incision was made and brought around the side of the umbilicus and carried down sharply through the subcutaneous tissue. Electrocautery was used for hemostasis and division down to where the hernia sac was encountered. With blunt dissection and my finger, I was able to get over most of [sic] hernia sac, especially on the right side, and then sparing use of electrocautery for hemostasis was used to develop a plane all the way down to the abdominal wall musculature. Circumferentially we came around this until finally we could actually see the hernia defect. The tissue coming through this was very tight. I made a small nick in the peritoneal sac and excised this all the way around and removed the sac from the herniated tissue. There was a great deal of adhesions to this and this took electrocautery to remove all of that. The bowel was viable but faintly dusky throughout this whole location. I therefore could get my finger into the space in the omental and other hernia tissues and enlarged the facial defect about 2 cm superiorly as well as inferiorly and this allowed [sic] to be less tense and actually almost pinked up in front of my eyes. With less tension, I then ran the full length of the bowel. Proximally where the small bowel which at first I thought might be the point of obstruction, but in fact was just where it had crossed the fascia line. Over time this pinked up and actually the patency was quite good in this area. I ran the full length of the bowel and took down a few adhesion, and then at the distal end a similar process occurred where the small bowel had crossed the fascial defect. This was about 10-12 cm from the ileocecal valve. This area by comparison did not seem to pink up so well, was almost occluded because of the chronic scarring, and actually had a fine leak in this site which may have occurred as the course of the surgery although I did not seem to cut in this area per se. In any event, I tried to put a stitch across this to temporarily close this tiny enterotomy, but the tissues were so edematous they just would not hold the stitch. I took off any omentum that appeared to be somewhat dusky, especially since it was so stringy and there were no [sic] many open areas in it. This was done between kelly clamps and 2-0 silk ties. I then irrigated the wound with warm saline. At this point all tissue appeared to be quite healthy and I could replace most of the small bowel back into the abdominal cavity without difficulty. I then turned my attention to the distal small bowel over where the enterotomy was. I felt it would be safer to resect this tiny portion of bowel, even though it was fairly close to the ileocecal valve. I made an opening in the mesentery with electrocautery and then with two firings of the gia-75 regular tissue stapler, resected this 3 cm segment of small bowel. I then aligned the two antimesenteric ends with a series of seromuscular 3-0 silk stitches. Enterotomies were made with electrocautery. An anastomosis was created with a gia-75 tissue stapler. I inspected the anastomosis. Hemostasis was excellent. I then performed closure of the enterotomies, with an all coats layer of 3-0 vicryl in a canal fashion and a series of seromuscular 3-0 silks over this. This resulted in a wide, patent anastomosis with no leak. At this point I irrigated this area with one liter of saline. All the bowel was returned to its normal location. I palpated about 10 cm in all directions under the fascial edge, took down several adhesions to get plenty of room here. Once this was done, the bowel was inspected and this was pink and healthy in its appearance, and the omentum was all returned to its location. At this point the skin was re-prepped with betadine. All gloves were changes and new instruments were used. I irrigated the abdomen with bacitracin containing solution as well as the hernia cavities. At this point for the repair I brought a 1 mm, 10 x 15 dual mesh on to the field and secured it to the surrounding fascia using fairly wide bites of #1 prolene circumferentially all the way around, trimming the mesh as I needed to, ultimately resulting in a nice closure without tension. This area was irrigated once again with bacitracin solution. A jackson pratt drain was brought through a separate stab incision and placed in the hernia cavities. I then approximated the tissue with a running 3-0 vicryl. Staples were used in the skin. 15 cc of .50% marcaine plain was injected in the surrounding subcutaneous tissues. Sterile dressing was applied. Sponge and needle count were correct. There were no complications. The patient was awakened and taken to the recovery room in stable and satisfactory condition.¿ (B)(6) 2006: (B)(6). Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04374139. 10 x 15cm x 1 mm. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04374139) was implanted during the procedure. (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Postprocedure diagnosis: recurrent incarcerated ventral incisional hernia. Procedure performed: repair of recurrent incarcerated ventral incisional hernia. Excision of mesh. Implantation of mesh. Estimated blood loss: approximately 40 ml. Findings: the patient had large incarcerated ventral incisional hernia with an old ptfe mesh repair. Description of procedure: ¿the patient was taken to the operating room. General anesthesia was administered and the patient was intubated. The abdomen was prepped and draped in the standard fashion. An elliptical incision was made and dissection was carried down to the hernia sac. The hernia sac was carefully dissected free of surrounding tissue down to the abdominal wall. The sac was carefully excised. There were quite a bit of adhesions between the old mesh and the bowel, and this was carefully taken down. There was also an abscesses cavity, which was carefully excised, and this was passed off the field as a specimen and gloves were changed. The old mesh was then carefully excised. This consisted of an old ptfe mesh. At this point, the hernia defect was repaired with interrupted prolene stitches. An intra-abdominal piece of mesh, which was 15 x 13 cm was carefully placed and secured to the interrupted stitches. The defect was completely closed using 10 interrupted prolene stitches. The count was found to be correct. The wound was then closed in multiple layers using multiple interrupted vicryl¿s, and then running vicryl¿s and then staples. A dressing was applied along with and abdominal binder. The patient tolerated the procedure well.¿ (B)(6) 2014: [missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2014 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incarcerated ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh erosion, mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.